Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tube had underfill. No serious injury or medical intervention was reported. Verbatim: "material no. Unknown batch no. Unknown. It was reported that blue topped vacationers that did not work during lab draws. The collection tube was inserted it did not draw. Patient (3 of 5). "Blue topped vacutainers that did not work tonight during lab draws. Maybe its a bad batch? All the lines worked immediately with the syringe method. It seems to have only." "The vacutainer connected correctly to the injection cap, but when the collection tube was inserted it did not draw. In some cases ¿shaking¿ the tube a bit helped. In others, they had to syringe draw or change the vacutainer.""